Manufacturer narrative:
It was reported that pressure difficulties existed on three separate ventilators used on the same patient. The patient suffered from desaturation and later passed away. Further information about the circumstances surrounding the patient's death has been requested, but no response has been received. The exact timing of the patient's desaturation and subsequent death is unknown. It is also unknown whether the patient was connected to any of the subject ventilators at the time of death. The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Partial ventilator logs were provided. Date of event was reportedly 07/08/2024 but exact time was not stated. On the reported event date there are log posts for system startup and system shutdown several times but there is no patient ventilation registered. There are no technical error codes in the log that indicate a ventilator malfunction. The exact root cause of the reported pressure difficulties has not been conclusively determined but there are no indications of ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that there were pressure issues on three different ventilators used on the same patient. The patient desaturated and later passed away. Manufacturer¿s ref #: (B)(4).